Manufacturer narrative:
Information contained on previous medwatch report sent on 30/jun/2023 provided information previously submitted through psr on 12/apr/2012.

Event description:
Patient reported right side pain for an unknown reason and asymmetry due to her own physiology and not related to the implant. Healthcare professional later reported capsular contracture baker grade IV, and rupture. Device remains implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: pain: unable to observe as it is not related to the device. Asymmetry-ndr: not applicable as the event is not related to the device. Capsular contracture: unable to observe as it is not related to the device. Rupture: observed broken on posterior side assessed as surgical impact opening (shell thickness within specification) and missing piece of shell assessed as inconclusive. Additional observations: observed creases on the device. Observed stress marks on the device. No further actions are required since no manufacturing issue is observed. Additional, changed, and/or corrected data: d9, h3, h6

Event description:
Patient reported right side pain for an unknown reason and asymmetry due to her own physiology and not related to the implant. Healthcare professional later reported capsular contracture baker grade IV, and rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV, rupture, pain, asymmetry-ndr.

Event description:
Patient reported right side pain for an unknown reason and asymmetry due to her own physiology and not related to the implant. Healthcare professional later reported capsular contracture baker grade IV, and rupture. Device remains implanted.